Event description:
It was reported that a ems was used during a hernia repair procedure. It was reported by the affiliate that the device jammed and staples did not deliver. There was no consequence to the pt.

Manufacturer narrative:
Device not returned for analysis.